Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient adjusted stimulation in october to 4.5 as they weren¿t feeling the stimulation. The patient stated that when they bent over it shocked, so they turned it down and that resolved the shocking. It was reviewed that changes in posture could affect intensity of stimulation sensation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did not feel anything from their stimulator on the original program, which they had turned up to 4.5. They then contacted the manufacturer. There were told how to change the program and changed to program 2. They stated that they had it set at 2.0 and it worked ¿wonderfully/fine¿. The patient stated that they only had the shocking when they first got the stimulator and ¿never had any since then¿. There were no further complications reported or anticipated.